Event description:
I received a total hip replacement in my right hip using the pinnacle ii, section perfect 4 mm outer diameter, prodigy 13.5 large stem, plus 5 neck, 36 mm head, on 04/04/2007. I had weekly pain in my replaced hip joint for approx three years after receiving the implant. I also suffered from lower back, high thigh, and buttocks pain. I also heard clicking noises coming from my hip for over a year prior to revision. I was forced to undergo a revision surgery on (B)(6) 2012.